Event description:
The report received from the USA stating that the device was "heating". The device was not being used in surgery. There was no reported patient or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the complaint of "heat" was not confirmed. The 5.0 cm short attachment meets specifications, however, the attachment has dry, worn, and damaged bearings. The condition of the short attachment is most likely due to usage or wear over time. If additional information is received, a supplemental report will be sent. (B)(4).